Event description:
Following a tracheostomy change, the pts blood oxygen levels began to desaturate. Upon subsequent trach change, it was noted the distal end was damaged and pinched. The pt recovered with no incident related medical sequelae.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.